Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in lesion. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The lesion was dilated with nitroglycerin and after a minute, the guide catheter was able to deep seat and the burr was dislodged from the lesion with no complications to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.